Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative on 2018-jan-17 regarding a patient receiving bupivacaine (15mg/ml at 0.864mg/day) and dilaudid (24mg/ml at 1.383mg/day) via an implanted infusion pump. The indication for use was spinal pain. It was reported that at the patient's last refill on (B)(6) 2017, the healthcare provider (hcp) aspirated approximately 38ml, essentially a full pump. The patient was not getting pain relief. A catheter access port (cap) dye study was performed on( B)(6) 2018 and it did not appear that the dye advanced to the catheter tip. Information was requested regarding priming boluses, and no further complications were reported or anticipated.